Event description:
.

Manufacturer narrative:
This is the medical device facility response to the (B)(4). The event was not reported to amu. The medwatch indicates that no cause could be determined for the event and there was no indication that the pre-filled flush syringe used 90 minutes earlier was a contributor either. The source of heparin for amu product remains the same as in (B)(4). The batch record was reviewed (attached) and there were no mfg exceptions noted, that could have been a contributor to this adverse event.